Manufacturer narrative:
Medical devices: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter. Product ID 8703w, lot# l35605, implanted: (B)(6) 1995, explanted: (B)(6) 2017, product type catheter. Patient code (B)(4) applies to the pump. Patient codes (B)(4) apply to the pump and both catheters. Device code (B)(4) applies to the 8578 catheter and the pump. Device code (B)(4) applies to the 8703w catheter. Eval code- conclusion code applies to the pump and both catheters.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient receiving morphine 5mg/ ml for a total dose of 1.6816mg/day and baclofen 218mcg/ml for a total dose of 95.95mcg/day via an implantable pump for non-malignant pain. It was reported the pump was explanted due to dehiscence. It was noted that poor health may have caused or contributed to the issue. No troubleshooting or diagnostics were performed. The healthcare professional (hcp) had been monitoring it, and the patient was on antibiotics. It was noted that he hcp chose not to open back incision due to poor wound healing. The hcp opened a side incision where they could access the catheter and cut and tie it off. The pump portion of the catheter was removed. It was noted that surgical intervention did occur as the pump and catheters were removed and will not be returned for analysis. The hcp office called yesterday ((B)(6) 2017) and had an emergency explant for that evening. The patient had replacement of pump on (B)(6) 2017, but abdominal incision failed to heal. Finally the pump had dehisced, and pump was visible. Thecatheter was cut through a side incision and tied off. The hcp did not want to open back due to poor wound healing. The pump was removed . It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." Event date was noted as (B)(6) 2017. The patient's weight was (B)(6). The patient's medical history included diabetes, emphysema, (copd), (pvd), osteoporosis, cardiac stents, and chronic pain. No further complications were reported/anticipated.